Manufacturer narrative:
(B)(4).

Event description:
The patient thought that she was in withdrawal. The doctor made a pump increase and it helped. On (B)(6) 2010, the doctor moved the pump over and checked to make sure the connector was connected to pump; it was connected. The outcome was reported as "perfect". The device system was used to deliver morphine.